Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 600mg/dl. The customer experienced headache, urination, thirst, tiredness, and his balance was off. Troubleshooting was performed. The caller mentioned that the customer travels and goes into the full body scanners at the airport. The time, date, and bolus wizard settings were correct. Assisted the spouse to run a manual prime and the insulin did exit. Performed the high pressure test and passed. The wife stated that the cannula was not bent or occluded. Instructed the spouse to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.